Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. The root cause of the reported issue was covered in CAPA. It was found that the unit cc ac card electrical terminal shows signs of electrical stress. The ac main voltage were replaced. The root cause in CAPA were: the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests and found to be functioning properly and ready for use. The device history record review and labelling review was not performed as the complaint was addressed by existing CAPA. Correction: d, e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun unit cc ac card electrical terminal showed the signs of electrical stress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun unit cc ac card electrical terminal showed the signs of electrical stress.